Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00630. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) and watchman® access system (was) were used. The closure device was deployed, but required a full recapture. The physician attempted to fully recapture the closure device, but it was unable to go into the was. A very small portion of the legs of the closure device were sticking out of the wds upon removal from the patient, but the physician removed the was and wds together as one unit and exchanged for new devices. They attempted five closure devices total during the procedure, but none of them would sit well in the ostium of the laa, so the procedure was stopped. There were no patient complications and the patient was fine.